Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's system board, power management board, and internal battery need to be replaced to address the issues. The device failed a step during testing. The device's active exhalation control module needs to be replaced to address the issue.